Manufacturer narrative:
A device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported an infection was present at the lead incision site. Antibiotics were prescribed to treat the infection. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the scs system was explanted to address the issue.